Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 3550-09, lot # l75790, implanted: (B)(6) 2000, product type accessory; product ID 377860, lot # v006400, implanted: (B)(6) 2006, product type lead; product ID 377860 , lot # n0036704, implanted: (B)(6) 2006, product type lead. (B)(4).

Event description:
It was reported that the patient had charging issues. The patient could not keep her implantable neurostimulator (ins) fully charged with the recharger. This began approximately 3 weeks prior to the report. It was noted that premature battery depletion occurred. The manufacturing representative went through various testing and all appeared normal. The patient had the stimulator for a long time and the manufacturing representative did not know what was wrong. The patient had never had this issue before. The manufacturing representative ran through the recharging in the clinician programmer, pulled out the charger and reviewed recharger procedures with her. The patient was getting full bars. The manufacturing representative "tought they needed to swap it out." No patient symptoms were reported. The cause was unknown. If additional information is received, a supplemental report will be sent.